Event description:
Healthcare professional (hcp) reported a patient was injected in the cheeks bilaterally with harmonyca lidocaine. Next month, patient experienced a non device related mild headache and was treated with extra strength tylenol. Symptoms have been resolved. Two months later, patient was hospitalized due to non-device related event of bacterial infection (uti suspected) with accompany symptoms of fever, lower abdominal pain and vomiting. Patient was treated with broad spectrum antibiotic via IV. Event resolved 4 days later and patient was discharged with prescribed oral antibiotics.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number ld-19669-c. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of bacterial infection, deemed not device related is considered an unexpected adverse drug experience.